Event description:
As reported, a ventralight st mesh with a labeled expiration date of (B)(6) 2025 was implanted in the patient on (B)(6) 2025, which was beyond its labeled expiration date. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. As reported, it was decided to leave the mesh implanted.

Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted into the patient. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted into the patient. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. Review of manufacturing records confirms product was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to correct the manufacturer narrative. As reported, an expired ventralight st mesh was inadvertently implanted into the patient. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. Review of manufacturing records confirms product was manufactured to specification. Updated fields: b4, g3, g6, h2, h6, h11 corrected field: h10 (manufacturer narrative). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a ventralight st mesh with a labeled expiration date of (B)(6) 2025 was implanted in the patient on (B)(6) 2025, which was beyond its labeled expiration date. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. As reported, it was decided to leave the mesh implanted.